Event description:
It was reported tha the device overheated without an apparent reason and therefore did not charge. No patient harm was reported.

Manufacturer narrative:
As of today, no sample or additional information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened.